Manufacturer narrative:
Patient is on antibiotics. Patient's current medication may affect coagulation test. This may lead to an unexpected inr result or testing error. A: inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr = 1.2, 2nd inr = 6.0, mean = 3.60, se = 3.39, %cv = 94.28. Since %cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. As of (B)(4) 2011, no product is expected to return nor strip lot information provided. No further investigation will be pursued at this time. B: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 2.8 inr, reference = 1.8 and 1.7 inr, mean = 2.10, confidence limits = 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. As of (B)(4) 2011, no product is expected to return nor strip lot information provided. No further investigation will be pursued at this time. C: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 3.2 inr, reference = 2.5 inr, mean = 2.85, confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are withing the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that two of the three test result comparisons did not meet accuracy or precision criteria. No product is expected to be returned. No strip lot number was provided. Unable to pursue further investigation without additional information. No strip lot number was provided. The issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 2.8, lab: 1.8, coagucheck: 1.7. Date: (B)(6) 2011, inratio: 3.2, coagucheck: 2.5. All tests on (B)(6) 2011 were done during a single office visit. A different finger stick was performed for inratio and coagucheck tests. Patient was recently hospitalized for pneumonia; currently receiving antibiotics (amikacin), by IV 3 times/week at night.